Event description:
It was reported that a pt received an alert for high lead impedance. During device testing in clinic, the lead impedance measured normally.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information received indicated that increased impedance and decreased r-waves were observed. The patient and device will be monitored. The patient medical condition was unchanged.